Event description:
Received info regarding a cartridge alarms 19 during the load process. Customer reported that blood glucose level were "fine". Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.